Manufacturer narrative:
The urea reagent lot number was 867715 with an expiration date of 31-jan-2026. Qc was acceptable. A precision check passed. The field service engineer (fse) found crystals on the edge of the reaction cell. The fse cleaned the reaction cell, the sample probe, and the reagent probe, which resolved the issue. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for urea/bun (urea) on a cobas 8000 c702 module. The initial result was 2.4 mmol/l. On (B)(6) 2025, the repeat result was 24.34 mmol/l.